Event description:
It was reported that the pump under infused. No patient injury was reported.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. No actions were taken at this time. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
Corrected data: h4: correction: device manufacturing date: 23-jul-2019.